Event description:
It was reported that during a laparoscopic sigma procedure, the instrument did not staple. The device did not fire at all. There was no pt consequence. The case was completed with a like device.